Event description:
It was reported that patient underwent m2a hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2011, allegedly due to pain, swelling, subluxation, and pseudotumor. The acetabular cup, modular head, and femoral stem were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information that was unknown at the time of the initial medwatch. Correction: it was reported in error that the femoral stem was removed and replaced. The original stem remains implanted.

Event description:
It was reported that patient underwent m2a hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2011, allegedly due to pain, swelling, subluxation, and pseudotumor. Additional information received in patient operative (op) notes reports patient was revised due to pain; audible, palpable squeak; subluxation; vertically oriented acetabular cup; and synovitis. Revision op report notes the presence of cloudy fluid, fibrous tissue, debris, pseudocapsule, white granulomas, fibrosis, thickened capsule, ossified transverse acetabular ligament, and crevice corrosion on the taper, which was cleaned. In addition, op report notes the cup was rigidly fixed and overgrown by bone at the outer edge but minimal ingrowth was observed. The modular head was removed and replaced. The cup was removed and replaced with competitor components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions." Number eight states, "dislocation and subluxation due to inadequate fixation and improper positioning." Number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain." Maude report (B)(4) refers to the same event. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-01316 / 01318).